Event description:
It was reported during ongoing use, that the device was showing premature battery depletion. During the most recent follow-up, the premature depletion was confirmed. The device was replaced without complication. The defective device has returned for analysis and the investigation is in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. This device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed, the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised, due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family, that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported, during ongoing use. That the device was showing premature battery depletion and was confirmed, during a follow-up appointment. Therefore, the device was replaced without complication. Additional information: this report has been updated to include final analysis results.